Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2022 and mesh was implanted. The patient experienced urinary tract infection which began on (B)(6) 2022. The urinary tract infection was treated with selexid and has been recovered/resolved without sequela as of (B)(6) 2022. The surgeon opined that this is not related to the study device and it is unknown if it is related to the study procedure. The patient also experienced occasional pain in the lower abdomen which started on (B)(6) 2022. The patient received deflamat and the pain has recovered/resolved without sequelae as of (B)(6) 2022. The surgeon opined there is no relationship to the study device, but the pain is possibly related to the study procedure. The patient is experiencing slight vaginal discharge as of (B)(6) 2022 which the surgeon opines to not be related to the study device and unlikely related to the study procedure. No medical or surgical intervention has been performed for the discharge and the event has not yet been resolved. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was received: age: (B)(6) years, gender: female. Weight, bmi at the time of index procedure ctl to follow up with site. The diagnosis and indication for the index surgical procedure? All patients in study should have diagnosis of sui; however it is not recorded in crf yet. Were any concomitant procedures performed? Yes, intraoperative cystoscopy. Other relevant patient history/concomitant medications? Celiac disease, cystocele grade 1. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Ctl to follow up with site. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Ctl to follow up with site. Were cultures performed? If so, please provide the results. Ctl to follow up with site please describe any medical intervention given for the pain, urinary tract infection and/or vaginal discharge including medication name and results. There are no medication intervention given for the pain, urinary tract infection and/or vaginal discharge including medication name and results. Event: occasional pain in the lower abdomen. Medication name: deflamat 75mg. Event: urinary tract infection. Medication name: selexid 200mg. There is no medication related to vaginal discharge. What is the patient's current status? Please detail type of response that chu is seeking. Product code and lot number? Ctl to follow up with site. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Has the reported issue of vaginal discharge been resolved? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: (B)(4).

Manufacturer narrative:
(B)(4). Date sent to FDA: 07/20/2022 . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was received: has the reported issue of vaginal discharge been resolved? - no still issue of vaginal discharge is ongoing. It hasn¿t been resolved.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: adverse event term: residual urine. Updated: end date : 02 dec 2022 => blank. Outcome : recovered/resolved without sequelae => not recovered/not resolved. Adverse event term: significantly weakened stream of urine. Start date: (B)(6) 2022. End date: (B)(6) 2023. Severity: moderate. Relationship to study device: not related. Relationship to primary study procedure: possible. Drug therapy: yes. Surgical procedure, therapy, or intervention: yes. Specify: partial tape removal. Outcome: recovered/resolved without sequelae. Adverse event term: urinary tract infection start date: (B)(6) 2023. Severity: moderate. Relationship to study device: not related. Relationship to primary study procedure: possible. Drug therapy: yes. Outcome: recovered/resolved without sequelae.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: adverse event term: over active bladder. Start date: (B)(6) 2022. Severity: mild. Relationship to study device: not related. Relationship to primary study procedure: possible . Outcome: not recovered/not resolved. Adverse event term: urinary tract infection start date: (B)(6) 2022 end date: (B)(6) 2022. Severity: moderate. Relationship to study device: not related. Relationship to primary study procedure: possible. Drug therapy: yes. Outcome: recovered/resolved without sequelae. Adverse event term: residual urine relationship to primary study procedure: probable :possible.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: adverse event term: residual urine start date: (B)(6) 2022. Relationship to study device: not related. Relationship to primary study procedure: probable. Drug therapy: yes. Outcome: not recovered/not resolved : (B)(4). Corrected information: the previously reported event of urinary tract infection is not related to the study device or study procedure.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: adverse event term: stress incontinence, start date: un (B)(6) 2023, severity: moderate intervention/treatment: none: yes drug therapy: no. Surgical procedure, therapy, or intervention: no outcome: not recovered/not resolved relationship to study device: not related relationship to primary study procedure: possible.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term: residual urine updated: end date: 15 mar 2023 outcome: recovered/resolved without sequelae

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term: pgi-I response much worse => stress incontinence. Adverse event term: stress incontinence. Discharge date : blank => (B)(6) 2024.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Adverse event: slight vaginal discharge. End date: blank => (B)(6) 2023. Outcome : not recovered/not resolved => recovered/resolved without sequelae. Additional information received: adverse event term: pgi-I response much worse. Start date: (B)(6) 2023. Severity: mild. Is the adverse event serious? No. Relationship to study device: not related. Relationship to primary study procedure: causal relationship. Intervention/treatment: none: yes. Outcome: not recovered/not resolved. Adverse event term: stress incontinence. Start date: (B)(6) 2024. Severity: severe. Is the adverse event serious? Yes. Relationship to study device: not related. Relationship to primary study procedure: causal relationship. Required in-patient hospitalization or prolongation of existing hospitalization: yes. Admission date: 12 feb 2024. Intervention/treatment: surgical procedure, therapy, or intervention: yes. Specify: tape after tape. Outcome: not recovered/not resolved.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term: over active bladder if the event is marked as being related to the procedure, indicate which procedure the event is related to : blank: index. Adverse event term: urinary tract infection if the event is marked as being related to the procedure, indicate which procedure the event is related to : blank: index. Adverse event term: residual urine if the event is marked as being related to the procedure, indicate which procedure the event is related to : blank: index.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term: residual urine. Start date: (B)(6) 2022. Specify: blank; an appointment for an operation date was arranged for (B)(6) 2022. But the patient was ill on that day so the operation had to be postponed. If the event is marked as being related to the procedure, indicate which procedure the event is related to: blank; index. Specify: partial tape removal; blank. Adverse event term: urinary tract infection. If the event is marked as being related to the procedure, indicate which procedure the event is related to: blank; index. Adverse event term: stress incontinence. If procedure related and repeat/retreatment is selected, specify date: blank; (B)(6) 2023. If the event is marked as being related to the procedure, indicate which procedure the event is related to: blank; repeat/retreatment. Adverse event term: pgi-I response much worse. Did this event result in the subject's discontinuation of the study? If yes, complete the study discontinuation form.: blank; no. Adverse event term: stress incontinence. Start date: (B)(6) 2024. If procedure related and repeat/retreatment is selected, specify date: blank; (B)(6) 2024. If the event is marked as being related to the procedure, indicate which procedure the event is related to: blank; repeat/retreatment.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term: residual urine: updated information: severity: moderate => severe. Drug therapy: yes => no. Surgical procedure, therapy, or intervention: no => yes. Specify: blank => partial tape removal on (B)(6) 2023. Adverse event term: stress incontinence: updated information: severity: moderate => severe. None: yes => no. Surgical procedure, therapy, or intervention: no => yes. Specify: blank => tape after tape on (B)(6) 2024. End date: blank => (B)(6) 2024. Outcome: not recovered/not resolved => recovered/resolved without sequelae. Adverse events of pgi-I response much worse and stress incontinence (start date: (B)(6) 2024) have been inactivated.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: adverse event term: residual urine. Start date: (B)(6) 2024. End date: (B)(6) 2024. Severity: mild. Relationship to study device: not related. Relationship to primary study procedure: not related. Intervention/treatment: drug therapy: no. Surgical procedure, therapy, or intervention: no. Non-surgical procedure, therapy, or intervention: no. Other: yes if other specify: an appointment in planned for (B)(6) 2024. Outcome: recovered/resolved without sequelae. Adverse event term: urinary tract infection. Start date: (B)(6) 2024. End date: (B)(6) 2024. Severity: moderate. Relationship to study device: not related. Relationship to primary study procedure: not related. Intervention/treatment: drug therapy: yes. Surgical procedure, therapy, or intervention: no. Non-surgical procedure, therapy, or intervention: no. Outcome: recovered/resolved without sequelae. Did this event result in the patient¿s discontinuation of the study? No.